Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ia endoleak is confirmed. The event is most likely user related as the aortic body was oversized for the aortic diameter, patient should have received a 26mm but received a 29mm. Procedure related harms for this event could not be determined. The final patient status was not reported. The device remains implanted; therefore, a device evaluation cannot be completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated outside the indications for use with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported the physician elected to use an oversize aortic body due to thrombus present. Additionally, during the procedure, imaging failed resulting in cannulation issues and loss of access. The procedure concluded without further incident. Post-op imaging revealed infolding and the presence of a type ia endoleak. The physician plans to treat the patient in the future. The patient condition is reported as good.